Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the inside of the instrument channel of the subject device and it was found that there were scratches near the bending section. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. The instrument channel: klebsiella oxytoca and candida albicans. [Second time; (B)(6) 2019]. Escherichia coli and klebsiella pneumoniae. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.